Event description:
It was reported that restenosis occurred. On (B)(6) 2021, a 5.0 x 150mm, 90cm ranger drug coated balloon (dcb) was selected for the treatment of a chronic total occlusion in the left popliteal artery. The lesion was 99% stenosed, mildly calcified and located in a moderately tortuous anatomy. On (B)(6) 2021, restenosis was observed in the treated lesion. Second treatment of the target lesion was performed using a non boston scientific dcb. On (B)(6) 2022, third treatment of the target lesion was performed due to restenosis. The restenosis was treated with a 5.0 x 200mm, 150cm ranger dcb and a 7 x 40, 130cm eluvia drug-eluting stent. During a subsequent follow-up in (B)(6) 2022, echocardiogram and computed tomography scans revealed an aneurysm in the treated site. On (B)(6) 2022 treatment of the aneurysm was performed by implanting a viabahn stent graft and an epic stent over the aneurysm. The aneurysm was resolved and the patient was placed under observation. There were no further patient complications reported. According to the physician, it is believed that there might be a causal relationship between the repeated treatments of the lesion in a short period of time and the use of the non boston scientific balloon, which is a high dose dcb.